Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump battery compartment was cracked and that the battery cap could not be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked at the threads.